Manufacturer narrative:
Initial.

Event description:
It was reported that while using the ilet system, the user experienced a high blood glucose of 248 mg/dl during a period of moving and stress with poor intake, and the user allowed the algorithm to deliver corrections and also took a walk. Symptoms included hyperglycemia. Outcomes included no health consequences or impact, and glucose levels returned to target shortly after. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no medical device problem identified, no specific device component implicated, and no findings available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.